Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The restorelle referenced in b5 is captured under a separate medwatch report. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient had a restorelle implanted in (B)(6) 2016 and a restorelle direct fix implanted in (B)(6) 2018. Reportedly, from (B)(6) 2016, the patient experienced: uncontrolled pain (perineal, abdominal, vulvar and pelvic) requiring medication, hypertonicity, rectal adhesions, recurrent uti with positive urine culture, e. Coli, dyspareunia, urinary retention requiring catheterization, hematuria, need for bladder irrigation, bladder spasms, voiding dysfunction, dysuria, stress urinary incontinence, delayed sensations to void, vaginal defect, persistent bloating and underwent sling excision [restorelle] under general anesthesia. From (B)(6) 2018, the patient also experienced continued pain, urinary tract infections, a small area of dehiscence, small draining hematoma, vaginal discharge with odor and vaginal pressure, cramping, vaginal bleeding, urinalysis positive for nitrites, left leg numbness that subsided, left leg swelling, bladder wall and sigmoid colon thickening, nausea and vomiting, poking sensation with intercourse, bleeding after intercourse, anterior banding with recurrent cystocele, urinary frequency, mesh exposure, vaginal wound, need for medications and emergency room visits. The patient underwent removal of composite vaginal wall graft, suture of vaginal wound and enterocele repair under general anesthesia. Scarring and lichen type changes on right labia noted.